Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation (pns) approximately one week post-implantation. Upon device interrogation, no lv pacing vector was found that did not cause pns. Consequently, the physician decided to deactivate lv pacing and continued to monitor the patient's health. A chest x-ray revealed that the lead had slightly retracted from its original implant location. As a result, the patient underwent revision surgery to reposition the lv lead; however, an alternative location without high pacing thresholds could not be achieved. The physician then decided to implant a left bundle branch pacing (lbbp) lead, which led to four right ventricular (rv) attempted leads due to complications with retracting the helix, tissue stuck in the helix, and helix misshaped. Despite these efforts, an optimal pacing location for the left bundle could not be found with any of the four rv leads. The physician completed the procedure using a non-boston scientific lead. No additional patient adverse effects were reported. This lead has not returned for analysis.